Event description:
It was reported to philips that the ECG connector does not remain fixed, not allowing connection of the ECG cable. This is consistent with an inability to acquire leads ECG. There was no patient involvement.